Event description:
It was reported that during a laparoscopic procedure, the clip was unformed and the scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # y7006r additional information was requested and the following was obtained: "·the clip was not intended to be used in a twisted manner, but during use, the clip became kinked in a crossed situation, so it was discontinued and replaced with a new one. ·[procedure]: unk¿ cholecystectomy ·[site of procedure]:unk¿ other ·[site of procedure]: unk ¿ gallbladder duct" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and fed two(2) conforming clips and then no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled to evaluate the condition of the internal components and the clip track was found damaged, not allowing the clips to fed into the jaws. In addition, fourteen(14) clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.